Manufacturer narrative:
MFR received date: 12 sep 2019. This issue was resolved by the customer in-house. The customer reported that the reported issue was resolved by removing and reinstalling the power management printed circuit board assembly. They then returned the device to service, and reported that there have been no further issues with the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator with a backup alarm failure. This event was reported as having occurred during clinical use - there was no allegation of harm associated with this report.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019.

Event description:
The customer reported a ventilator with a backup alarm failure. This event was reported as having occurred during clinical use - there was no allegation of harm associated with this report.